Event description:
The patient contacted animas on (B)(6) 2012 stating the ok keypad button required multiple presses to elicit a response. The patient denied damage to the keypad. The patient reportedly wore the pump in a case in a pocket and cleaned it with a damp cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons responded to button presses as expected. The keypad buttons were found to have normal spring back and click. There was evidence of contamination found under the key contacts. The up arrow key contact was found to be misaligned.